Event description:
A patient reported blood glucose results of "83 mg/dl" with a lifescan meter and "142 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.